Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer did not perform the proper air removal techniques. Tandem technical support educated customer on proper the load techniques. Reportedly, the pump supplies were changed to address the issue multiple times and customer continued to use the pump for insulin therapy. Customer's blood glucose (bg) level ranged from 420 mg/dl to 600 mg/dl. Customer administered manual injections to address elevated bg.